Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product code 150610005, work order (B)(4) was manufactured on 09-jul-2016. (B)(4) parts were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune total knee to treat osteoarthritis. The patellar was resurfaced and competitor cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a left knee revision due to pain, and loosening of the tibial tray, femoral component, and patellar component at unknown interfaces. The surgeon noted scar excision. All products were revised. The patient was revised with competitor products and depuy cement x 5. There were no indicated intra-operative complications. Doi: (B)(6) 2016, dor: (B)(6) 2019, left knee.